Manufacturer narrative:
Additional information the instant detacher was not returned; therefore, any contributing factors from this could not be assessed. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings the it is likely that the coin jammed against the lumen stop causing difficulty in allowing the release wire to pull back, and led to the non-detachment. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The physician tried to detach the coil two times with instant detacher and one time with manual method. It was reported the physician withdrew the coil from the patient and replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
The axium prime coil was returned for evaluation inside of a cardboard box with the outer carton and the inner pouch already opened. The instant detacher and the introducer sheath were not returned. The axium prime pushwire was found to be broken into three segments but retained together by the release wire. The tack weld replacement crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The implant coil was found to be stretched and still attached to the pushwire with the polypropylene filament intact. Under the microscope, the coin was found to be located against the lumen stop and the shield coil was present. The pushwire was intentionally broken distal to the break indicator, and the release wire was pulled out from the pushwire (with difficulty) for evaluation of the coin and the implant coil subsequently detached from the pushwire. The coin was measured in 3 locations and found to be within specifications. The outer jacket was then removed. The lumen stop appeared to be damaged and showed evidence of the coin jammed against the lumen stop; therefore, it could not be measured. The inner diameter of the retainer ring was found to be visually acceptable and was measured to be within specifications. The detach element was then removed from within the implant coil for further evaluation. The detach element was in good shape and the detachment ball was found to be within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.